Manufacturer narrative:
The ventilator was investigated on site and the o2 gas module was replaced. The replaced part were returned for investigation. The received logs revealed that the ventilator failed internal leakage test at the date of event. The investigation revealed that the returned o2 gas module failed internal leakage and pressure transducer test during pre-use check when it was connected to a test ventilator. The investigation revealed that the nozzle unit in the returned o2 gas module was found damaged, which caused the reported failure. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The root cause of the damaged nozzle unit most likely damaged in the field due to using excessive force when trying to remove the nozzle unit.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. (B)(4).